Manufacturer narrative:
It was further informed the device involved in this event was not available for evaluation. The manufacturing records were reviewed and there is no indication of a related non-conformance; all process parameters were met and inspections passed successfully. The device failure could not be confirmed. Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. Additionally, these units go through a leak test performed as part of the manufacturing process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient with this introflex introducer, a leakage on the hemostasis valve was observed while administering drug through the swan-ganz catheter. The issue was solved replacing the introflex. Patient demographics unable to be obtained. There is no allegation of patient injury. The product is expected to be returned for analysis; however, it has not yet been received.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results.

Manufacturer narrative:
Further evaluation was performed by engineers at the manufacturing site. A wiper gasket visual inspection is performed as part of the manufacturing process. Nevertheless, an acknowledgment was provided to manufacturing personnel regarding this condition. On the other hand, investigation codes were updated in h6. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The intro-flex percutaneous sheath was received at product evaluation laboratory for a full evaluation. Evaluation results revealed the reported event was confirmed. Leak testing was performed with and without a catheter inserted and leakage was observed with a 7.5f lab sample catheter inserted. Examination of the valve internal components found the wiper gasket appeared torn. The duck bill valve was found to be in good condition. Extension tube was patent without leakage or occlusion. No other visible damage or leakage was observed from the returned unit. An engineering investigation will be performed in order to consider any potential factors that may have contributed to this complaint.